Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with the competitor's left ventricular (lv) lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms. It was noted that no alert was issued as it was not configured for the patient. Additional information from the field representative indicated that a lead fracture was suspected. An lv lead revision was attempted but was unsuccessful due to difficult patient anatomy. The patient was scheduled for an epicardial lv lead placement at a future unknown date. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the patient's competitor left ventricular (lv) lead was surgically abandoned due to high out of range pace impedance measurement and high pacing threshold measurements. The lv lead was successfully replaced with new epicardial leads. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.